Event description:
It was reported that the patient had driveline power fault alarms. Damage was noted on the driveline superior to modular connection. Log files were sent for review and captured driveline power faults (power a) starting on (B)(6) 2026 at 05:12 and continued for the remainder of the log file. It was later reported the system controller and modular connector were exchanged. The driveline power fault immediately returned after the exchange. Additional log files were sent and captured the return of the driveline power faults after the equipment was exchanged. Images revealed possible debris on the pump side connector. It was later reported that the driveline power fault alarms did not resolve and the power cable was planned to be cleaned 21apr2026, which resolved the alarms. It was noted that there was corrosion on the pump cable connector and the modular cable, lot # 11198210, was replaced during the cleaning procedure.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the submitted images of the modular cable revealed discoloration and worn markings; however, a specific cause for the discoloration and worn markings could not be conclusively determined through this evaluation. It was reported that the patient experienced a driveline power fault alarm. The modular cable was exchanged in attempt to troubleshoot; however, the alarms did not resolve. The alarms resolved following a pump cable inline connector cleaning (B)(4). Review of the submitted images of the modular cable revealed that the inline connector bend relief was discolored brown. Additionally, the inline connector locking nut markings were noted to be worn. The patient remains ongoing on heartmate 3 left ventricular assist system, serial number (B)(6). The reported event and subsequent investigation do not indicate an issue with the manufacture of the product, per the device history record review section of 50099-0021-011. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU and the heartmate 3 patient handbook, document are currently available. Section 2 of the IFU, ¿system operations¿, explains that if it has been determined that damage has been detected in the modular cable, it should be replaced, and provides instructions on how to do so. The IFU and patient handbook contain information on how to clean and care for the driveline. Section 6 of the IFU, ¿patient care and management¿, and section 4 of the patient handbook, ¿living with the heartmate 3¿, instruct the user to check the driveline daily for signs of damage, such as cuts, holes, or tears. The patient handbook also states, ¿call your hospital contact right away if the driveline is damaged (or might be damaged).¿ section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, provide additional instructions regarding driveline care in sub-sections entitled, ¿what not to do: driveline and cables¿. Furthermore, section 8 of the IFU, ¿equipment storage and care¿, and section 4 of the patient handbook instruct the user to clean exterior surfaces of the driveline cables with a damp, lint-free cloth and if more aggressive cleaning is needed, to use warm water and mild soap. The patient handbook cautions the user to call their hospital contact if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.